Event description:
Information received from the field notes that cautery was used near the pocket during a non-pacemaker related surgery. The patient's paced heart rate dropped to 30-35 ppm for about 10-15 seconds during surgery. The device was pro- grammed to 60 ppm in doo. After the episode, the rate returned to 60 ppm. The patient was pacemaker dependent and the device was subsequently replaced. The device functioned normally post procedure.